Event description:
It was reported that stimulation was in the wrong location. Second lead was intact, first was not. Impedance measurements were >3600 ohms. It was reported that intra-operative exhaustive impedances >3600 ohms were on lead that was not being replaced. The pt had fine stimulation except for what was coming from other paddle lead that was removed. The pt was getting a revision (B)(6) 2011 which would replace the top lead and add a recharging system. Add'l info has been requested, but was not available as of the date of this report.